Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during implantation of the neurostimulator, the lower connector port of the device would not accept the extension. The extension could not be inserted all the way and impedance readings were high. A new extension was placed with the same result in the bottom chamber. A new neurostimulator was placed and everything was fine - the extension plugged into the device correctly and the impedance readings were "fine." The patient did "great" after the second device was implanted.